Manufacturer narrative:
(B)(4).

Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) machine. A biomedical representative (biomed rep) contacted a baxter technical service representative (tsr) to request assistance regarding the alarm. The biomed rep wanted to know what to do to help the home patient (hp) to clear the se. The tsr explained the se2 240 to the biomed rep and advised biomed rep that the hp will need to start over with all new supplies on hc. The tsr also explained possibilities of what could have caused the se. The biomed rep understood. The biomed rep was to have the hp start over with all new disposables. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.